Event description:
During an esophageal dilation procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. The balloon malfunctioned and was stuck in the channel during an upper endoscopy. It was unable to deflate, and had to be removed with the scope. After the balloon was out of the patient, it was cut at the distal tip for easy removal from the scope channel. Per device evaluation on 20 april 2022, the outer and inner catheter were broken in multiple sections subject of the report. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with multiple kinks and breaks in the catheter and the inner purple sheath was exposed. The blue catheter was kinked at the 91.4 cm area and broken at the 92 cm location as measured from the distal end of the hub. The blue catheter had also been stretched and contained several kinks between the 115.5 cm and 122 cm locations as measured from the distal end of the hub. A 109.4 cm section of the blue catheter had broken and separated from the device at the 127.5 cm location as measured from the distal end of the hub exposing the purple sheath. The purple sheath was exposed from the 127.5 cm location to the 243.2 cm location as measured from the distal end of the hub. The 109.4 cm separated piece of the blue catheter had also been stretched at the 8.9 cm location from the separated end. The customer indicated that the balloon had been cut from the catheter to facilitate removal of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the catheter was kinked and broken. The user indicated the balloon was inflated prior to use. The instructions for use contain the following precaution "do not pre-inflate the balloon". This is the most likely cause for the reported observation. Advancement of a pre-inflated balloon through the endoscope accessory channel can result in a damage to the device. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.